Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as revised acetabular liner and femoral head due to poly wear of liner. Doi: (B)(6) 2002; dor: (B)(6) 2020; affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Although not returned poly material wear after approximately 18 years implanted is not unreasonable to expect. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: there is no indication that error in manufacture or material is a factor in material wear after approximately 18 years implanted. Mre not performed.